Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during anterior repair with vaginal mid-urethral sling procedure on (B)(6) 2018. According to the complainant, during procedure, upon loading the uphold lite arm onto the capio device to deploy it through the patient's right ligament, the dart detached. The procedure was completed with another uphold lite w/ capio slim. There was no serious injury and no adverse patient effects that resulted from the procedure.